Manufacturer narrative:
A2, a3, a4, a5, and a6 were not provided by the initial reporter and are left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via an arterial access site of unknown location in a patient of unknown age and gender for the indication of cardiogenic shock, with a reported society for cardiovascular angiography and interventions (scai) shock stage was not specified. The patient¿s comorbidities were not reported. Following impella 5.5 implantation, issues with placement signal were observed. The placement signal abnormalities were reported shortly after insertion, raising concern for possible optical sensor dysfunction. The outcome following device removal was not reported.

Manufacturer narrative:
Updated information: d3 MFR fax number added.